Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Blood glucose (bg) level was 330 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and after completing a bolus, the air bubbles were no longer present in the tubing.